Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-jun-2019 from healthcare professional (hcp) via a company representative who reported that the patient had a small open area on the incision over the pump. The patient was treated with oral antibiotics, but the decision was made to remove the pump on (B)(6) 2019. Prior to explant, the gablofen (2000 mcg/ml) daily dose had been titrated down to 100 mcg/day. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 25-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml gablofen (baclofen) at 950 mcg/day. The reason for use was not reported. It was reported that the patient has lost over 80lbs which has caused her pump pocket to become very loose and fluid is now collecting around pump. The doctor sent a fluid sample for beta 2 transferrin test to assure this was not a catheter problem and it came back negative for spinal fluid. It is suspected to be seroma from constant movement of the pump/tissue. The patient is booked for surgical pocket revision on (B)(6) 2019 to secure the pump and revise pocket as necessary. No environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report. The patient status at the time of the report was ¿alive ¿ no injury.¿ there were no further complications reported/anticipated. Additional information was received from the rep on (B)(6) 2019. It was reported that the patient underwent a pocket revision on the morning on (B)(6) 2019. The catheter was examined and deemed patent, no tears were found in the catheter and no leaks. The pump was refilled during this time and inserted back into the pocket and sutured down using the 3 suture loops. The rep was informed after the fact that the patient was brought back to the or and a catheter revision was done. There was a catheter revision that took place and fixed a broken catheter that was leaking in the pump pocket. The rep did not know the details or what was actually done since they were not notified or present during this case. The patient status was listed as ¿alive ¿ no injury.¿ it was unknown if the issue was resolved at the time of the report. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer¿s representative on 2019-may-02. It was reported that the patient was brought to the operating room on (B)(6) 2019 for an irrigation and debridement of the pump pocket. The patient's old catheter had been tied off and left implanted, and it had migrated to the pump pocket, causing a bulge and discomfort. This old non-working catheter was removed. The patient was treated with antibiotics and a full washout of the pump pocket was performed. The working catheter and pump system implanted in (B)(6) 2019 was left implanted and untouched. The therapy would remain the same. The issue was considered resolved. The patient's status was alive - no injury. No further complications were reported.